Event description:
It was reported that the pulse generator exhibited backup vvi operation. It was noted that the patient had undergone radiation treatment. After software download, normal device function resumed. The patients condition was good post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).